Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported noticing bent cannulas on the infusion set after experiencing high blood glucose. Customer stated the insulin pump did not alarm no delivery during these incidents. The customer reported their blood glucose rose to 500 mg/dl in one incident. The customer treated their blood glucose with a manual injection and by changing out the infusion set. The customer could not complete troubleshooting at the time of the call. Customer declined to return the insulin pump for analysis.